Manufacturer narrative:
The c502 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas 8000 cobas c 502 module. The initial result was 9.3 mg/dl. The repeat on a different c502 module was 5.5 mg/dl.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) found a clogged vacuum tube. The fse cleaned the tube, performed an incubation bath exchange, and performed a successful precision check. The investigation determined that the issue found by the fse was the root cause of the event.